Event description:
It was reported that the atrial lead exhibited noise. A follow-up was scheduled.

Manufacturer narrative:
Final analysis found an abrasion which is consistent with abrasion casued by friction to device can at 14.2 cm - 14.5 cm from the connector pin, which could cause the reported noise problem.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device was explanted on (B)(6) 2013.